Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced at least three occurrences of this issue with the current pump. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, so no specific impact on the blood glucose level was reported. Customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, and technical support confirmed a replacement pump would be sent.